Event description:
(B)(4). I had essure placed. I have had and still have the following symptoms: bad pain, rashes, extreme bleeding, mood swings, joint pain, migraines, bowel problems, bloating, back pain, hysterectomy, insomnia, depression, anxiety.